Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple anomalies. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had button errors, motor errors, pump has rejected new batteries complaints, scratched on screen but was not impaired ability to read screen. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.